Event description:
It was reported the patient's blood glucose level rose to 407 mg/dl while wearing the pod between 4 and 24 hours. The caregiver confirmed that the pink slide moved forward and the cannula was properly inserted into the skin during wear. There was no confirmed redness/swelling nor insulin leakage. The patient did not receive any alarms or alerts. Upon removal of the pod, the cannula was found bent. The caregiver reached out to the patient¿s endocrinologist due to the high blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone: phone_control_androidomnipod 5 software app version: 3.1.6operating system: tp1a.220624.014.g988usqschyc1hardware: sm-g988ucgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.